Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6) hospital h.6 investigation summary: material #: 364389 lot/batch #: 3087208 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing scale markings with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that when using the bd preset¿ eclipse¿, the syringe does not have scale printing on it. No patient impact or injury reported.